Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was stated that the pump had been alarming ¿upstream occlusion¿ and had repeatedly started and stopped during the phone call. The latch had been locked in place, and she had been unable to remove the cassette to troubleshoot the pump. The pump had been powered off, and the bottom of the cassette had been tapped on a firm surface to disperse air bubbles. The pump had been powered on and an attempt to restart it had been made, but the alarm had persisted. It had cleared itself but then had alarmed each time the pump had tried to dispense medication. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.